Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the scope connector had leakage during user handling and water invaded inside. It caused abnormality in electronic components and the suggested event temporarily occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had loose contact at the supply plug unit during reprocessing, and loss of image. There was no patient or procedural involvement, and therefore no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue and the findings are as follows: a loose screw was found inside the connector; the forceps channel port, the light guide lens, and the connecting tube were scratched; water tightness was lost due to deformation of the plug unit; the suction connector, the plug unit, the scope connector cover unit, and the circuit board unit in the suction connector were corroded due to water leakage; the label on the suction connector was damaged; the bending in the up direction did not meet the standard value due to wear of the angle wire; the connecting tube did not rotate smoothly due to damage; the adhesive around the objective lens was corroded; and the adhesive on the bending section cover was cracked. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.